Event description:
This report is being filed upon notification from our x-ray manufacturer in (B)(4) to submit this event. Problem: this x-ray system would fluoro for two seconds then would stop with the x-rays being aborted. The system was rebooted four times with the same result.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.